Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Moisture damage was found on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked case-corner of belt clip rails, pillowing keypad overlay, partially detached retainer. Cosmetic damage was confirmed at the battery compartment. Blank display due to misaligned battery tube and moisture damage to pcba 1.